Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient developed a hematoma. The pulse generator was explanted and replaced. The patient recovered well.